Event description:
It was reported to tycohealthcare/kendall in 2004 that the customer stated that the product seemed significantly firmer. Perfusionist stated that dr. Found the catheter to be much firmer than usual. The pt's heart was perforated. The pt is doing well.